Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and pelvic pain ("pain") in an adult female patient who had essure (batch no. A45117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery. Previously administered products included for an unreported indication: lupron and mirena iud. Concurrent conditions included endometriosis, herpes simplex and rectal bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (surgery to remove the essure implant), surgery (surgery to remove the essure implant) and surgery (supracervical hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation, pelvic pain, migraine, headache, nausea, dysmenorrhoea, dyspareunia and weight fluctuation outcome was unknown. The reporter considered depression, device dislocation, dysmenorrhoea, dyspareunia, headache, migraine, nausea, pelvic pain, perforation and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2013 and removal date updated to (B)(6) 2013. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) and lot number added. Events migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and weight gain / loss added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs"), device dislocation ("migration of implant") and pelvic pain ("pain") in an adult female patient who had essure (batch no. A45117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery. Previously administered products included for an unreported indication: lupron and mirena iud. Concurrent conditions included endometriosis, herpes simplex and rectal bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingo-oophorectomy), surgery (supracervical hysterectomy and bilateral salpingo-oophorectomy), surgery (supracervical hysterectomy and bilateral salpingo-oophorectomy) and surgery (supracervical hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic pain, migraine, headache, nausea, dysmenorrhoea, dyspareunia and weight fluctuation outcome was unknown. The reporter considered depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, migraine, nausea, pelvic pain, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))"), device dislocation ("migration of implant"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), kidney infection ("infection (other) describe: kidney infections from repeated kidney stones"), syncope ("syncope"), rectal haemorrhage ("rectal bleeding"), nephrolithiasis ("kidney stones") and procedural haemorrhage ("excessive bleeding and procedure took longer than normal") in a 24-year-old female patient who had essure (batch no. A45117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included vaginal delivery. Previously administered products included for an unreported indication: lupron and mirena iud. Concurrent conditions included endometriosis, herpes simplex, rectal bleeding and body mass index normal. Concomitant products included duloxetine hydrochloride (cymbalta), estradiol, sertraline and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("bleeding (vaginal)/abnormal bleeding(vaginal, menorrhagia) did not have a period with essure coils. Spotting only"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), back pain ("low back pain"), diarrhoea ("diarrhea") and epistaxis ("nose bleeds"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems - condition - depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / loss"), haematuria ("bladder or urinary problems or changes"), incontinence ("incontinence"), anxiety ("psychological or psychiatric problems - condition - anxiety"), insomnia ("hormonal changes describe: having bad reactions to the hormone therapy/hormonal changes-describe: after hysterectomy placed on hormone medication, difficulty sleeping"), hirsutism ("facial hair and chest hair/abnormal hair growth") and pollakiuria ("increased frequency") and was found to have weight decreased ("weight gain / loss (specify) - weight loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced syncope (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis") and dizziness ("neurological conditions or problems type: dizziness"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced kidney infection (seriousness criterion medically significant) and nephrolithiasis (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), panic reaction ("panic"), rash pustular ("rashes or skin conditions type: puss filled bumps under skin from hormone"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), adnexa uteri cyst ("benign paratubal cyst") and abdominal pain lower ("lower abdomen, close to sides"). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, kidney infection, syncope, rectal haemorrhage, nephrolithiasis, procedural haemorrhage, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight fluctuation, menorrhagia, female sexual dysfunction, haematuria, incontinence, abdominal distension, alopecia, hot flush, night sweats, mood swings, dizziness, anxiety, panic reaction, rash pustular, endometriosis, back pain, insomnia, pollakiuria, adnexa uteri cyst, diarrhoea, epistaxis and weight decreased outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, fatigue, urinary tract infection and abdominal pain lower had resolved and the hirsutism was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri cyst, alopecia, anxiety, back pain, depression, device dislocation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, endometriosis, epistaxis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, hirsutism, hot flush, incontinence, insomnia, kidney infection, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, night sweats, panic reaction, pelvic pain, pollakiuria, procedural haemorrhage, rash pustular, rectal haemorrhage, syncope, urinary tract infection, uterine perforation, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: patient underwent: surgery (other) type of surgery: multiple laparoscopic procedures in (B)(6) 2013. Current weight 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received : following events were added: abnormal bleeding (general), bleeding (vaginal)/abnormal bleeding(vaginal, menorrhagia) did not have a period with essure coils. Spotting only, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, incontinence, fatigue, gastrointestinal or digestive system condition type: bloating, hair loss, hot flashes, night sweats, mood swings, infection (bladder/ urinary tract/vaginal) type: utis, infection (other) describe: kidney infections from repeated kidney stones, neurological conditions or problems type: dizziness, syncope, anxiety, panic, rashes or skin conditions type: puss filled bumps under skin from hormone, reproductive system disorder or condition type of disorder or condition: endometriosis, benign paratubal cyst, low back pain, hormonal changes describe: having bad reactions to the hormone therapy/hormonal changes-describe: after hysterectomy placed on hormone medication, difficulty sleeping, facial hair and chest hair/abnormal hair growth, increased frequency, rectal bleeding, diarrhea, nose bleeds, kidney stones, lower abdomen, close to sides, she did not undergo any essure confirmation test, and excessive bleeding and procedure took longer than normal. Event onset date were added. Event severity added for: low back pain, dyspareunia (painful sexual intercourse) and lower abdomen, close to sides. Event outcome added for: abnormal bleeding (general), bleeding (vaginal), facial hair and chest hair/abnormal hair growth, infection (bladder/ urinary tract/vaginal) type: utis, lower abdomen, close to sides and pain. Event clubbed: perforation of organs/perforation (fallopian tube(s)). Concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered depression, device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.